Event description:
Before deployment of the contralateral iliac leg graft, it was determined that the leg length would fall short of the desired landing zone. The delivery system was withdrawn and an iliac leg extension was deployed into the contrateral limb of the main body, providing additional length and allowing for the selected leg graft to land as intended. Final angiogram observed an impingement of the graft's inner lumen due to the tortuosity within the common iliac artery. Another manufacturer's stent was deployed within the leg grafts, extending throughout the length of the leg extension and the contralatral iliac leg graft. Radial force within the graft was increased, exhibiting an improved flow through the vessel. No endoleaks were detected at the conclusion of the procedure.